Event description:
It was reported that on (B)(6) 2012, the patient had multiple fractures to include left arm, right femur and right tibia. The right femur and tibia were treated through the same incision using a tibial nail for the tibial fracture and a retrograde femoral nail for the femur. The tibia at this time has healed and the patient presents with a nonunion of the femur. The surgeon stated in retrospect the patient probably should have received an antegrade nail due to the proximal nature of the fracture. On (B)(6) 2014 the retrograde/antegrade femoral nail (rafn) and screws were extracted and all items were intact. The fracture was opened, the nonunion was cleaned up, plated with a small fragment 8 hole locking compression plate (lcp) plate and bone grafted using cancellous chips and bone morphogenic proteins (bmp). The femur was reamed in the appropriate fashion and a 12mm trochanteric fixation nail (tfn) was inserted with a 105mm lag screw and two distal locking screws (42 &52mm). The surgery was successfully completed. An image reading of the x-rays was conducted by a medical director from this manufacturer and reported the following: there are not dates on the xrays ¿ but I can confirm that there is a fracture that has been treated with a nail and this fracture is not healed. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
A review of the device history records was performed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.